Event description:
Patient was revised 7 years after implantation due to a diagnosis of femoral subsidence with impingement.

Manufacturer narrative:
Statement of possible metallosis, (no pathology report).